Event description:
It was reported that the shaft of the wand burned the patient on the calf.

Manufacturer narrative:
The device was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode/screen wear with contamination/discoloration on the screen and cap and scratch/scuff marks on the spacer and cap.there are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and registered an e-7 error message. The error was by-passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons were activated. These functions have also been tested with a connected foot switch and the device performed as intended. There was no abnormal heat development during the device function tests. The suction line was tested and performed as intended. The complaint was not verified but the root cause could not be determined with certainty. A possible factor for the overheated electrodes/screen could probably be when not ensured that the entire wand tip is completely surrounded by irrigates solution when activated. For the root cause of the error e-7 on the rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) There have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Mimb review: assess severity of the complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Wait on all information requests. Proceed based on information provided/available for the investigation; if no further clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. There have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.